Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -9.0/1.0/089 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2024. Intraoperatively the lens was implanted and removed due to excessive vaulting. On (B)(6) 2024 a replacement lens of a shorter length was implanted. Reportedly, "clear cornea, no hyperemia, no tyndall, good iris and pupil mobility, clear lens, icl centered." The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
A4-a6: unk (B)(4)